Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to found to have a broken grip cable at the distal end. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a wire was broken on the mega suturecut needle driver instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no injury to the patient as a result of the event, no fragments fall into the patients anatomy, the patient didn't return due to experiencing any post surgical complications related to retaining a foreign object, it was confirmed that the instrument didn't collide with any other instrument or tool during the procedure, also it was confirmed that was one visible cable protruding from the distal end and a image evidence was attached to the email; the instrument its available for return to isi for evaluation.